Manufacturer narrative:
Corrected information was provided in b1 (is adverse event). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e1 (facility details). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the device in wrong position cannot be established. The cause of the placement signal issue cannot be established.

Event description:
An impella cp device was inserted into the left femoral artery in a 82-year-old male patient with a past medical history of a prior coronary artery bypass graft (CABG) coronary artery disease (cad), diabetes, renal insufficiency, and dialysis, presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in scai stage e shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass surgery (CABG). While the patient was in the intensive care unit (ICU), there was a recurring placement signal not reliable alarm. The aortic diastolic flows were in the single digits to low teens with ventricular looking waveform. A transesophageal echocardiogram (tee) showed the impella at 2.98-4cm from aortic valve. The device was repositioned under tee. Two days after impella insertion, the family withdrew care, and the patient expired on support. The impella functioned at p-8 at 3.1l/min as intended. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in post-cardiotomy cardiogenic shock and low cardiac output syndrome, complicated by stage e shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate